Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. Pd therapy was withdrawn. The patient hospitalization, treatment and patient outcome were not reported. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.